Event description:
It was reported to boston scientific corporation that during a sling placement procedure, after cutting the centering tab and releasing the protective sleeve, the doctor realized that he had button holed the patient's vagina. The doctor removed the mesh, sutured the button hole and used another obtryx sling to complete the procedure. Patient's age and weight are unknown.

Manufacturer narrative:
The lot number for the obtryx system is unknown therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated the device was disposed of and will not be returned for evaluation, therefore a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.